Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. It was reported that restenosis was observed, although, there was no reported device issue. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: medical intervention required to treat in-stent restenosis. Device issue: none. It was reported that the pixel stent was deployed on in 2005. In 2006, percutaneous coronary intervention (pci) was performed to treat in-stent restenosis, which was observed in the pixel stent during follow-up. No additional event or patient info is available.